Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The patient stated that, after a few pumps, the bulb stayed flat and after pressing the deflation button, it was filled with air. The physician evaluated the device and performed troubleshooting measures but were not successful; therefore, fluid leak was suspected, and a revision surgery will be needed. No additional information was reported.